Manufacturer narrative:
(B)(4). The customer reports that the patient expired. The customer also reports that the teleflex device did not cause or contribute to the outcome of the patient. Investigation: complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed , and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports a leak below the brown port of the device. Event description: during a trauma code the trauma doctor inserted a 12f central line, blood was transfused via the large bore line and other medications (acls drugs) pushed via the 2nd large bore port. After the resuscitation the 3rd line was flushed to clear the blood from the line and was noted to be leaking below the brown port. This happened on forensic/homicide patient, so limited information and no product for return.